Manufacturer narrative:
Upon investigation, it was identified that the screen refresh setting was not enabled. For example, when opening a test result held for review, patient 1 had a a test run comment instructing the laboratory to "for plt <70: perform manual count to verify." After completing the review of patient 1 and moving on to review held data for patient 2, the same test run comment "for plt <70: perform manual count to verify" displayed and the run comments section of instrument manager had not refreshed. Once this setting was enabled, test run comments now update in real time and appear as expected for each individual patient. This situation was observed in a test environment and no real patient data was affected. There was no patient harm as a result of this incident. Data innovations has been unable to recreate the issue and is still investigating to determine if this was a malfunction.

Event description:
While working with a user facility, data innovations observed laboratory test run comments for patient 1 had not refreshed when intended to and the same run comments were observed while reviewing laboratory test data for patient 2 on (B)(6) 2025. All other data elements for the specimen updated as expected.